Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was not confirmed. The battery back connected to a charged and using the battery with a different pump, the pump indicated 100 percent charge. No fault found with the returned product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Occupation: equipment & return technician.

Event description:
Information was received indicating that a smiths medical rechargeable battery pack would not get fully charged; it only accepted 75%. The issue occurred during a procedure and there was no reported impact on patient outcome.